Event description:
The customer contacted baxter's technical service center to report an issue of electric shock on the home choice (hc) device during use. The physician reported that the care giver(cg) stated that during therapy, the cg touched the pediatric home patient (hp) and felt a shock of electricity. The hp had no physical sign. The cg thought the event might be static electricity, however the physician wanted baxter to check if the hc had any electrical issue. The hc will be replaced. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The cause was undetermined. No problem was found during sample evaluation. The returned device met all specifications. A service and device history review revealed no previous service events that were related to the reported condition. An event history log review revealed no previous events related to the reported condition.